Event description:
Patient undergoing elective tubal ligation. Two trocars were placed into the abdomen under direct guidance with the scope. During the case, air began to leave the abdomen and staff could not tell why. A piece of one trocar was noted to have broken off and fallen into the abdominal cavity during the procedure. The piece ressembles a small white plastic washer. The device and piece were removed and a new trocar was placed. There was no harm to the patient but additional or, operating room, time was required due to this incident.